Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Peri prosthetic fracture of accolade2 / mdm.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accoloade stem was reported. The event was confirmed following review by a clinical consultant. Method and results: device evaluation and results: visual inspection: the accolade was returned assembled with a ceramic head and adm liner. Bony on growth was visible on the stem. The device was otherwise visually unremarkable medical records received and evaluation: a review by clinical consultant noted: a traumatic fall of a patient is not a normal condition but a patient-related adverse event causing overload in the bone surrounding the device and this represents the root cause of failure in this pi case. There is no evidence for any device-related malfunction in the current information neither would this be plausible given the patient fall as initiating event. Root cause of this pi case is a patient-related factor of trauma and as such is not device-related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: patient trauma due to a fall caused a periprosthetic fracture of the proximal femur with secondary loosening of the stem requiring revision with stem exchange and fracture repair. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Peri prosthetic fracture of accolade2 / mdm.